Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent an unspecified breast surgery with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was reported. As a result, the patient underwent unilateral explantation and replacement with a mentor smooth round moderate profile 275cc saline breast prosthesis on (B)(6) 2020. The reported implantation date is after the device¿s expiration date. Mentor will report the dates received as-is. If clarification on the implantation date is received, a supplemental report will be submitted.